Manufacturer narrative:
Patient information n/a. No lot number available; therefore, expiration and manufacture date are unknown. Product has been discarded; therefore, not returned to 3m for analysis. 3m¿ is unable to verify the leak, identify exact location and root cause without the sample. Based on the photo, this was likely a y-connector solvent bond leak. Unable to determine if the product was produced post leak reduction improvement without a lot number. Larger od tubing improvement plan previously implemented (B)(6) 2020. 3m¿ will continue to monitor.

Event description:
A hospital alleged 3m¿ ranger¿ high flow warming set (model 24355) leaked at the y-connector. No patient or staff injury was alleged. No further details were provided.